Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that the implant was missing in the inner box. The box was empty. Doctor finished the procedure placing another implant. Tooth location unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) packaging was returned for investigation. Visual evaluation of the as returned product packaging identified the outer box, outer vial, traceability labels and IFU. The outer vial seal was broken without any inner vial, implant, mount, or screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (1229113). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229113) for similar events and no other complaints were identified. Additionally, this lot has been fully distributed. Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown.

Event description:
No further event information is available at the time of this report.